Event description:
This is filed to report incomplete coaptation, tissue damage, and recurrent mitral regurgitation it was reported that on (B)(6) 2023, a mitraclip procedure was performed to treat functional mitral regurgitation (mr) with a grade of 4+ and thin leaflets. One clip was implanted, reducing mr to a grade of 1. On (B)(6) 2023, the patient returned to the hospital due to shortness of breath. Echocardiography showed the implanted clip had detached from the posterior leaflet and remained attached to the anterior leaflet (single leaflet device attachment/slda), causing tissue damage and mr to increase to a grade of 3-4. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation was unable to determine a cause for the reported slda. The tissue injury, recurrent mr, and subsequent dyspnea appear to be related to the slda. The reported hospitalization was a result of case specific circumstance. Mr, dyspnea, and tissue injury are listed in the instructions for use (IFU) as known possible complications associated with the mitraclip procedures. There is no indication of a product issue with respect to manufacture, design, or labeling.